Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a "no disposable" error occurred, and the patient did not hear it so his medications was not infusing for an unknown amount of time and because he was dizzy and could not stand until he started the infusion again with a new cassette and increased his oxygen use. Since restarting his infusion he was feeling better.